Event description:
It was reported that flixene graft had humidity levels exceeded 80% for more than 24 hours and reached up to 100%. During inspection, bubbling was observed on the product labeling, and all products felt cold as if like they were defrosted. There was no patient involved or adverse event reported.

Manufacturer narrative:
Related complaint: (B)(4). Upon completion of the investigation into this event a follow-up report will be submitted.

Manufacturer narrative:
Additional information: e1 (event site email, initial reporter).